Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6)2017, the patient experienced a mass at the bottom of the stoma with pus secretion when it was pressured. On (B)(6) 2017, the patient began treatment with antibiotic ceclor 500 mg orally 3 times per day. In (B)(6) 2017, a few days ago, a computerized tomogram (CT) scan of the abdomen showed no issues.